Event description:
It was reported that during ICD changeout due to normal eri, low sensing and pacing lead impedance were observed. The physician decided to replace the pace/sense portion of the lead and leave the defib portion active. Psa measurement was normal and dft testing was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.